Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin@home transmission. Upon review of an inappropriate high-voltage therapy episode summary, there were missing electrograms (egms). It was suspected that non-sustained episodes and supraventricular tachycardia were filling the implantable cardioverter defibrillator's (ICD) memory. Upon review on an episode from (B)(6) 2019, the ICD exhibited far r-wave oversensing while the right ventricular (rv) lead exhibited noise. The patient was in atrial fibrillation with rapid ventricular response at the time. The noise was not able to be replicated in clinic on (B)(6) 2019. Programming changes were made and the rv lead will continue to be monitored. The patient was stable. Related manufacturer reference number: 2017865-2019-12475.